Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of needle detachment. Block h10: investigation results the returned injection gold probe device was analyzed, and visual evaluation found that the catheter was kinked. Functional test found that the needle was unable to extend. X-ray revealed that the needle was broken and kinked in the handle, and the needle had no detached sections. The reported event of needle detachment was not confirmed. Additionally, the reported event of needle failure to extend was confirmed due to the needle being broken and kinked in the handle section; however, there was not enough evidence to determine if this was due to the technique used by the physician, procedural and anatomical conditions, or if it was related to a device malfunction during the procedure. An investigation is in progress to address an increase in needle failure to extend events. Based on all available information, cause not established was selected as the most probable cause due to lack of evidence and the investigation findings did not lead to a clear conclusion about the cause of the reported adverse events. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the esophagus during a gastroscopy procedure performed on (B)(6)2023. During the procedure, during an attempt to extend the needle out, the needle "snapped" and was not able to advance out. It was reported that the needle was broken; however, it did not fall inside the patient. The procedure was completed using an interject injection needle, not another injection gold probe. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the esophagus during a gastroscopy procedure performed on november 16, 2023. During the procedure, during an attempt to extend the needle out, the needle "snapped" and was not able to advance out. It was reported that the needle was broken; however, it did not fall inside the patient. The procedure was completed using an interject injection needle, not another injection gold probe. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of needle detachment.